Event description:
The customer contacted baxter to report that the packaging was opened for a minicap. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The reported condition was not confirmed, because no sample was received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause was not determined.